Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim display. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a dim display and requested the part number to convert the 1st generation lcd display to 2nd generation lcd display. Investigation ongoing / resolution pending.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status, however, yielded no response from the customer. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.